Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a blood glucose level of 1200 mg/dl. The customer was treated for their blood glucose with IV drip. The caller believes that the insulin pump was not delivering insulin. The customer did not troubleshoot and did not send the product back for analysis.